Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. No lot # provided. The customer's address is unknown:  (B)(6), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that expiration date was missing from shelf carton. The following information was provided by the initial reporter: consumer wanted to know when pen needles expired. The box is unopened; consumer had a difficult time locating information on the box; could not and did not provide any additional information.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that expiration date was missing from shelf carton. The following information was provided by the initial reporter: consumer wanted to know when pen needles expired. The box is unopened consumer had a difficult time locating information on the box could not and did not provide any additional information.